Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary procedure was delayed 30 minutes. The system stand locked up and could not move, requiring the customer to reboot the system to recover stand movements can continue the procedure. The remote service engineer (rse) reviewed the system log files and identified error related to longitudinal movements and an error message ¿motor assembly error - amplifier enable feedback state¿ which caused geo io box to power off the stand, halting all stand movements. The philips field service engineer went onsite and duplicated the errors. To resolve the issue, the field service engineer (fse) cleaned the stand rails and roller track as suggested by rse. However, the issue reoccurred again and fse replaced the low power spc3 long drive. After replacement the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that c-arm stand is locking up in the middle of a case. All movements are locked. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.